Event description:
The patient required an 18g dedicated contrast injection catheter for an urgent contrast-enhanced CT scan. After the nurse inserted the catheter, normal saline infusion was administered without detecting any tubing rupture. Subsequently, the patient proceeded to the CT room for examination. During the pre-scan high-pressure saline flush of the test tube, the catheter tubing ruptured, causing blood backflow. The catheter became unusable and had to be replaced to complete the contrast-enhanced CT examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, and the defective sample has not been received for further examination, the root cause of the sudden rupture of the extension tube cannot be confirmed to be related to product quality.

Event description:
No additional information.